Manufacturer narrative:
A sample has not be received as of this report. The bubble trap is 100% inspected prior to entering production. There have been no cracks identified on the body of the bubble trap during incoming inspection. Additionally the device history record was reviewed and no issues were noted. This facility will include this complaint in our associate awareness training. (B)(4).

Event description:
Our customer reported that "late last night (B)(6) 2015, during a circ-arrest case, (B)(6) hospital had a leak in a bubble trap in pack lot #te20 from either pack #73865 or 75068 (customer will get exact pack # to me later today). There was a substantial loss of blood and I will send volume and pictures in a subsequent report. There is apparently a crack in the housing adn they attempted to stop the leak with bone was, dermabond and steri-strips but nothing worked. The patient seems to be ok." Further information provided by the customer indicated that the pack number was 73865 and there was approximately 150cc of blood loss. According to clinical evaluation there was no delay to the procedure and the product wasn't changed out. Additionally there was no report indicating a transfusion was required as a result of the estimated 150cc blood loss. The case finished without incident and the patient did well.

Manufacturer narrative:
The device was returned on july 14, 2015 to our sister company and evaluated by the sister company. The complaint was confirmed by evaluation provided by our sister company indicating residual blood remaining in between the base/dome assembly after decontamination. The sample appears to be slightly deformed, indicating that the bond may have been broken during deformation. The supplier was notified and no issues were noted with their DHR indicating a production issue with this lot of bubble traps. This pack was built to revision 21 and based on the layering it appears that the bubble trap may have had the arterial line layered on top of it (per specification). This may have caused the deformation and subsequent leak. No packs built to revision 21 remain in inventory.